Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties, it was also reported the lead was migrated out of epidural space. No additional adverse patient effects were reported. The explanted device will not be return.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7086326, UDI:(B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads-MRI upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7086326, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional information was available.